Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited noise oversensing causing pacing inhibition and difficulties to advance guidewire into the lead. The lv lead was not used. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were for failure to capture and difficulty in advancing the guidewire. As received, a complete lead was returned in one piece. The reported event for difficulty advancing the lead was confirmed. Visual inspection of the lead found no anomalies. Analysis of the lead found the guidewire to be obstructed by blood. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for difficulty in advancing the guidewire was due to blood. No other anomalies were seen.